Event description:
It was reported that a patient enrolled in the (B)(4) study underwent a right total hip arthroplasty on (B)(6) 2003. In review of medical records, it was identified the patient had previously undergone a recon nail procedure on (B)(6) 2002 for unknown reason. Subsequently, it was reported patient underwent revision procedure on (B)(6) 2003 to removed the displaced trochanteric claw and connector. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is number 2 of 3 mdrs filed for this patient (reference 1825034-2013-02740 / 02742).